Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number (B)(6). The field service engineer (fse) inspected the module and determined that defective reference and chloride electrodes had caused the event. He cleaned the vacuum nozzle, replaced the electrodes, and performed reagent primes and multiple ion-selective electrode checks. He verified the module's performance with successful calibrations, qcs, and patient comparison tests. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 results from three patient samples tested on the cobas 8000 ise 1800 module. This medwatch is for the sodium electrode assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) - for the potassium electrode assay. (B)(6) - for the ise indirect na-k-cl for gen.2 assay. The following examples of discrepant results for two patient samples were provided: patient sample 1 sodium the initial result from the analyzer was 127 mmol/l. The repeat result from a different analyzer was 139 mmol/l. Chloride the initial result from the analyzer was 107 mmol/l. The repeat result from a different analyzer was 97 mmol/l. Potassium the initial result from the analyzer was 4.1 mmol/l. The repeat result from a different analyzer was 4.7 mmol/l. Patient sample 2 sodium the initial result from the analyzer was 121 mmol/l. The repeat result from a different analyzer was 141 mmol/l. Chloride the initial result from the analyzer was 134 mmol/l. The repeat result from a different analyzer was 114 mmol/l. Negative anion gaps prompted the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.